Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. The reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook medical will continue to monitor for similar events.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that "[pt] further suffered extreme pain and suffering from filter perforation of the vena cava wall into the mesenteric fat. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a report from computed tomography (CT), "ivc stenosis: none. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: none. Filter tilt: yes, see impressions. Filter penetration: yes, see impressions. Other findings: none. Impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. See axial image 47/92. The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it. See sagittal image 107. Addendum: cook celect filter. The anterior strut penetrates 8 mm through the ivc wall. Sagittal image 108. The left strut penetrates 11 mm through the ivc wall. Coronal image 83. The posterior strut penetrates 11 mm through the ivc wall. Sagittal image 105. The right strut penetrates 10 mm through the ivc wall. Coronal image 86. There is a stent extending from the right iliac vein into the distal ivc."

Event description:
Patient allegedly received an implant via the left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, embedment. Radiology report: "ivc stenosis: none. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: none. Filter tilt: yes, see impressions. Filter penetration: yes, see impressions. Other findings: none. Impressions: some of the filter struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. See axial image 47/92. The filter is tilted to the left with its proximal cone lying on the wall of the ivc possibly embedded in it."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: embedment, tilt. The additional information regarding embedment does not change the previous investigation results for vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.